Event description:
Patient is getting an antibiotic via an intermate sv 100ml/hr. Patient calls, stating that they had trouble disconnecting the intermate tubing from the clave. When they did get it disconnected, she states that it looks like the screw broke off in the clave. Nurse went out to assess and indeed, the male end of the tubing broke off into the clave and the clave was replaced. Able to flush PICC without any problems.